Event description:
This supplemental report is being filed to provide additional information that the product has been explanted because the patient had an additional inappropriate shock. There were no additional adverse patient effects. It was reported that this patient received an inappropriate shock on two separate occasions. Review of the episodes noted oversensing of a wide complex with large t-waves and wandering baseline. The presenting data looked different and was representative of a morphological change. An untreated event was reviewed and was suspect for a possible electrode fracture. The patient was brought in for evaluation and noise was observed when the patient was bent over tying his shoe. A boston scientific technical services consultant stated it was likely picking up myopotential noise from the pectoral muscles. The consultant recommended closely monitoring this patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted because the patient had an additional inappropriate shock. There were no additional adverse patient effects. It was reported that this patient received an inappropriate shock on two separate occasions. Review of the episodes noted oversensing of a wide complex with large t-waves and wandering baseline. The presenting data looked different and was representative of a morphological change. An untreated event was reviewed and was suspect for a possible electrode fracture. The patient was brought in for evaluation and noise was observed when the patient was bent over tying his shoe. A boston scientific technical services consultant stated it was likely picking up myopotential noise from the pectoral muscles. The consultant recommended closely monitoring this patient. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock on two separate occasions. Review of the episodes noted oversensing of a wide complex with large t-waves and wandering baseline. The presenting data looked different and was representative of a morphological change. An untreated event was reviewed and was suspect for a possible electrode fracture. The patient was brought in for evaluation and noise was observed when the patient was bent over tying his shoe. A boston scientific technical services consultant stated it was likely picking up myopotential noise from the pectoral muscles. The consultant recommended closely monitoring this patient. No adverse patient effects were reported.